Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 during drilling process of a right humeral neck fracture operation, the drill used on the distal end contacted the nail. There was no problem in the pre-surgery check. To avoid unnecessary pressure from soft tissue, the surgeon cut and opened the skin to set the sleeve directly on the bone and drilled. After the failed drill attempt using 2.5 k-wire, the surgeon aligned the image intensifier with the hole in the nail until a perfect circle was visible in the center of the screen, which made drilling and inserting a screw possible. There was a report of a twenty minute surgical delay. This report is for an unknown drill. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown drill. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.